Manufacturer narrative:
8/17/1998- supplemental report #1 sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6. Corrected data entered in e-1 (initial reporter name and hosp name), e-3 and b-5 (description).

Event description:
Reportedly, the seal fragmented during introduction of 10mm instruments. The tears in the seal also caused leakage of pneumoperitoneum.